Manufacturer narrative:
Product implicated and returned for eval is a 3fr catheter in a full kit. The catheter appears to be complete and is returned with the stiffener stylet wire threaded into the lumen. The wire is completely enclosed inside the catheter lumen. The overall length of the catheter tubing is 23.68", and is within spec. The length of the stylet wire is 22.98", and is within spec. There is brown-colored blood residue inside the flushing hub luer taper, and inside the catheter lumen intermittently through the entire length of the catheter. A history review of lot #36ih2986 indicates no related mfg issues, and no other field complaints concerning subcutaneous leakage or stylet damage reported for this lot. The initial eval and decontamination showed the catheter to be patent to flushing. This is verified upon further eval with a 12cc syringe filled with water attached to the flushing hub. The distal tip of the catheter is occluded with the fingers, and no leaks are seen. The stylet wire is carefully retracted from the lumen without resistance, and a blunt connector is inserted into the proximal end of the catheter, and the syringe is reattached. Some of the brown residue remains on the wire and inside the catheter lumen. This time, the distal end of the tubing is occluded with a padded jaw clamp. A tiny stream of water is seen spraying from the distal end of the catheter approx 0.9" from the distal tip. This is about 0.3" distal to the location of the distal tip of the stylet wire when inside the lumen. No other leaks are seen. A tactile exam of the catheter tubing shows no elastic weakness or deformation, but a small amount of clear silicone-like residue is seen on the tubing outer diameter just proximal to the 25cm (5 black dots) depth marker. This may be surgical tape residue near the exit site. The sample is viewed under 20-30x magnification. The tip weld of the stylet wire is present and is smooth and rounded with no burrs or rough edges. The leak site is examined. It appears that the wire tip has gone through the lumen wall at this site. A tiny hole is seen at the apex of a 'v' shaped impression. A longitudinal split in the tubing runs through hole at the apex of the 'v' in the blue stripe. The slit is the approx size of the stylet wire. It appears that the distal tip of the wire has been forced through the lumen wall when resistance was met during placement. Advancement difficulty may be encountered due to a sharp angle or tortuous vein path. The instructions for use addresses this risk and gives suggestions for successful catheter advancement. The subcutaneous leakage and associated catheter damage is confirmed and should be considered user-related. The damage was incurred through manipulations of the catheter during placement. The instructions for use contains specific instructions for successful catheter placement. Suggestions are given to ease a difficult placement without damaging the catheter.

Event description:
Catheter had been inserted about 3" when resistance met. The catheter was flushed but could not be inserted further. When the catheter was removed, the guidewire had penetrated through the wall of the catheter.